Event description:
The staff attempted to defibrillate a 78 yr old male pt in v-fib using multi-function electrodes. The device would not discharge, and they received an "electrodes off" message on the device. The electrodes and all connections were checked and appeared to be intact. They tried to defibrillate a second time, and received the same message. The staff checked the multi-function electrode connector, where the multi-function cable connects to the pad, and observed a pin that was receded downward into the body of the connector. The staff continued treatment with another defibrillator. The pt continued to experience v-fib, which eventually deteriorated to asystole, in spite of add'l defibrillations attempts and chemical intervention. The pt subsequently expired.